Manufacturer narrative:
Received one used device for evaluation; no defects or anomalies noted. The set was leak tested per product specifications. There was a channel leak from the bond pocket of the distal male luer to tubing. The tubing was dimensionally measured and found to have a smaller outer diameter, typical of when the tubing has been pulled by an external force and stretched the tubing. The bond was tested for bond integrity and found to meet functional specifications. A small piece of the tubing was missing and remained bonded to the bond pocket. The reported complaint of a leak can be confirmed. The probable cause is due to an external pulling force during use leading to a channel leak. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.d4: only di provided as lot number is unknown.

Event description:
An incident involving 102" (259 cm) pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock. It was reported that the smof tubing was found to be leaking at the junction where the straight tubing is connected to the luer lock connection. Smof was noted to be leaking into linens and was not being delivered to patient. Upon removal of the tubing and manual administration using a syringe, the leakage could be reproduced. There was patient involvement and there was delay in therapy, but no harm reported.